Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 07 october 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total left knee arthroplasty due to degenerative joint disease and pain. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2017, the patient underwent a left knee revision due to loosening. The patient¿s medical record indicated the patient had a fall several months prior to this revision. The surgeon reported large effusion was encountered when the knee was entered. Synovial pathology was positive for chronic synovitis. The surgeon noted the tibial component was grossly loose, and minimal cement was attached to the tibial component. The surgeon reported a nondisplaced fracture medially with some fibrous tissue. He indicated the proximal tibia fracture that explains the patient¿s early proximal tibial failure. The surgeon reported the femoral and patellar components were not revised. The patient was implanted with the attune tibial component, insert, and depuy bone cement x ii. Doi: (B)(6) 2015. Dor: (B)(6) 2017, (lt knee).